Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the ussii hook and screwholder with hexagonal socket with diameter 4.0mm. Screwholder tip got jammed in the screw intra-operative and broken apart from the instrument. And thus, remains in the patient together with the screw. There was a 30 minute delay. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screw/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.